Event description:
As reported by fire rescue emt: while resuscitating pt with a resuscitator using supplemental oxygen, the oxygen connector on the resuscitator kept popping off the oxygen tank. The oxygen connector was reapplied to the oxygen tank, but resulted in pt being ventilated without supplemental oxygen. The fire rescue emt continued ventilation until the life support team arrived. The resuscitator was replaced with a resuscitator from the life support team and the pt was ventilated using supplemental oxygen. Te pt reportedly died. The ems manager at the hosp stated that the pt's death was not unexpected because of the pt's condition when the fire rescue team arrived, doubts arrived contributed to death. S